Manufacturer narrative:
Evaluation summary: probable cause of the patient's complaint of pain cannot be determined since the device is still implanted and the part and lot numbers are unknown. This complaint will be pursued further if additional information is provided via sales associate inquiry or future revision, if applicable. Results - no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that patient complains of pain. Case was done sometime in the last 18 months. Implant date is unknown. Revision surgery is not yet scheduled.